Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, the impreglon coating o the device was worn off. This condition could cause the device to stick, and not allow the collet to release the wire.

Event description:
It was reported that the wire was sticking in the device during a procedure. There are no allegations of adverse consequences associated with this event.